Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 14-nov-2018 with the following findings: a review of the black box showed the data from the date of the complaint was overwritten due to continuous use. All black box data for the time of the event was no longer available. The battery compartment was cracked, and the returned battery cap was able to fully secure until the o-ring was seated. No power losses were duplicated during testing.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging a power (no power) issue. No further information was provided. Animas customer support made several attempts to contact the reporter for further information; however, the reporter did not respond. There was no indication the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.